Manufacturer narrative:
MFR received date: 22 aug 2019. Date of report received: 23 aug 2019. No fault was found after failure investigation. Analysis was unable to replicate the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. (B)(4). The manufacturer¿s international service technician confirmed the reported blower motor issue. The manufacturer¿s international service technician replaced the blower motor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported error 1122 blower temperature high. There was no patient involvement.